Manufacturer narrative:
After further investigation by merge support, the cause of the missing report could not be determined as the log files were truncated, however the most probable cause was an issue with uploading the report to the server.

Event description:
Merge unity pacs a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. On (B)(6) 2016, merge was contacted by a customer indicating that they were unable to find a report for an exam that was saved under pending approval status after dictation. The merge support technician was not able to find the report or the word document file for the report. Due to not being able to find the report, re-dictation was necessary. There was no reported adverse event to a patient. However, not being able to find a report that then needs to be re-dictated, there is a potential to delay patient treatment and/or diagnosis. (B)(4).